Event description:
The customer reported obtaining low sodium (na) and high chloride (cl) patient results due to negative anion gap values on their dxc 700 au clinical chemistry analyzer. The affected ten patient results were not released from the laboratory. The samples were re-analyzed, and results were normal. There was no report of change to treatment, injury, or death associated with this event. Patient data or demographics were not provided by the customer.

Manufacturer narrative:
The customer performed their own troubleshooting with the support of a beckman customer technical specialist and replaced all electrodes (na, reference, cl, k) to resolve the issue. The customer performed calibration and quality control with acceptable results. The analyzer resumed to normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).